Manufacturer narrative:
Two anchors were returned for evaluation. The eyelet is missing on one anchor. The eyelet is deformed and twisted on the second anchor. Both anchors condition are the result of not pre-drilling. Conclusion is improper use. (B)(4). (B)(6) 2015.

Event description:
During a rotator cuff repair the anchors broke. The site was prepared using an awl in hard bone; no pre-drilling aws done. Sales representative confirmed that a delay of 1-1/2 hours took place to remove both anchors. The repair was complete with additional twin-fix anchors.